Manufacturer narrative:
Forty-four (44) new. List #mrsa60-84, 84" were returned for evaluation. As received no anomalies, damage or anomalies were observed. No mating device was returned for evaluation. The 35 samples were taken based on the binomial stages sampling to represent the lot population and each of the them was primed and no occlusion or flow restriction during priming was confirmed. Complaint of needless port valve doesn't open up cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The used device has been disposed; however, new samples are available for evaluation. The device has not yet been received. Additional reporter: (B)(6)

Event description:
The event involved a 84" (213 cm) 60 drop, vented/non-vented gravity admin set w/y site, 2 microclave® clear, rotating luer, approx priming volume: 10.8 ml where it was reported by the nurses and anesthesiologist that the needless port valve doesn't open up when the medline is screwed in, and medication will not infuse. Medications involved were propofol and remifentanil. The event occurred during active patient use (device actively connected to the patient). There was patient involvement, however, no report of patient harm.